Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that infusion set cannula was bent within 3 or more hours after insertion at abdomen, which cause the patient blood glucose levels was elevated to more than 380 mg/dl. The infusion set was in use for 6 hours. The patient replaced infusion set and resumed insulin deliveries successfully. The patient first went to ER and was subsequently hospitalized and had ketones and received treatment of IV and fluids of saline and insulin. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-29940- device 6 of 7

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-29940. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6005920 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. Physical samples were formally requested; however, they were not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 5 samples out 5. Note: 5/10 reference samples were not able to be tested for flow due to the samples were used in a special investigation. Device history record (DHR) review: packing: lot 6005920 was manufactured according to the wi version 111 in the line 7, on 09/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 06/aug/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6005920 and other 4 complaints have been registered in database for the same lot 6005920 and malfunction code. Conclusion summary of the related event: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code."

Event description:
To date no additional patient or event details have been received.